Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing sound quality issues followed by loss of sound. External equipment was exchanged, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array and sliced along the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires at the fantail region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The failure of this device is attributed to a shorted capacitor, which caused the loss of sound reported. This is the first incidence of this failure mode on this type of electrical component. Advanced bionics will continue to monitor for failure modes of this type and will implement corrective actions as necessary. This is the final report.